Event description:
The reporter stated that his wife had done back to back blood glucose tests with results of 58 and 78 mg/dl. On followup a week later, he said his wife is not diabetic and did the tests on his meter to check 'erratic' readings he had on his own readings (no specific information given.) He stated he is newly diagnosed and a new device user. He said a home health nurse (no name or date) tested the meter with control solution and obtained results of 10 and 11; unknown if same strips as above. Stated his meter now working well, "good reads of 140, 135." Confirmation dots had been blue with no white. Rep gave training.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8